Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: fielder fc. Guide cath: heartarail 6f il, kiwami st01. It was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It is likely that interaction with the heavily tortuous and heavily calcified lesion contributed to the reported failure to advance. Further, this interaction with the anatomy/lesion may have resulted in disruption/damage of the stent implant on the balloon, such that during retraction of the stent delivery system (sds) resistance was felt and the stent dislodged as it interacted with the tip of the guiding catheter. To ensure this is not the result of a product deficiency, the profile dimensions on all sds are confirmed by visual and dimensional checks online during the manufacturing process at abbott vascular. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. Since there was no report of any damage to the sds or stent implant prior to use, this suggests a product quality deficiency did not contribute to the reported difficulties. A search of the lot history record indicated no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database indicated no related incidents reported from this lot. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that the target lesion is in the proximal left circumflex with heavy tortuosity, heavy calcification, and a 90% stenosis. Predilatation was performed with a non-abbott balloon and a non-abbott guiding catheter was used to deliver the 2.5x15 mm xience v stent delivery system (sds); however, it would not cross due to the heavily calcified lesion. An attempt was made to retract the sds; however, the proximal stent struts became caught on the guiding catheter, which resulted in the stent dislodging onto the guide wire. The dislodged stent was retrieved using a snare device. A 2.75x12 mm trek nc was used to complete the procedure, without stent implantation. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.